Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-18333. During follow-up, crosstalk was revealed causing non-sustained right ventricular (rv) oversensing and intermittent capture. Device reprogramming was suggested by technical support. The patient is well.